Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an error with the universal surgical manipulator (usm) 2 of the system, which was showing error 319. An intuitive surgical (is) technical support engineer (tse) was contacted for troubleshooting support. The tse reviewed the logs and determined the issue was related to either a cable or a printed circuit assembly inside the arm. The procedure was completing as planned with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem with the system was identified prior to the start of the procedure, with no ports placed and no anesthesia administered. To address the issue, the unit was first restarted, but when the error reappeared, the problematic arm 2 was disabled. The procedure was then completed robotically using three arms (arms 1, 3, and 4), and the surgeon discontinued use of arm 2 due to the issue. As a result, the procedure was not completed with all four arms but was successfully completed with the three working arms (1, 3, and 4). Subsequently, the problem was resolved by replacing the acj board on arm 2.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse exchanged the axes controller, carriage joint (acj) on universal surgical manipulator (usm2) to resolve error 319. The system was tested and verified as ready for use. The probable root cause could not be determined based on field evaluation; however, the probable cause of error 319 points to node not present at startup.